Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen [2000 mcg/ml] at a dose of 300 mcg/day via an implantable pump for an unknown indication for use. It was reported on (B)(6) 2018 that after an MRI (magnetic resonance imaging) exam the pump hadn't recovered from the stall. It was noted that reading of the pump wasn't performed after the MRI exam on (B)(6) 2018. The logs were read on (B)(6) 2018. At the time of the report the issue was not resolved. A revision was planned but not yet scheduled. Additional information was received on 2018-aug-28. It was related that the physician didn't program a pump check after the MRI exam and didn't consider telemetry mode as a potential cause. In addition, no manufacturer representative knew that the physician didn't program the pump interrogation. It was confirmed that a "stopped pump period may exceed tube set" message was seen in the logs and that the physician interrogated the pump only one time on (B)(6) 2018. The patient didn't report any alarms but the patient did experience a return of symptoms/spasticity and an increase of spasticity in the period between (B)(6) 2018. The physician had not checked the actual volume against the expected volume in the pump. The revision was scheduled for (B)(6) 2018, at which time a manufacturer representative would confirm the motor stall and that replacement was needed. The patient's gender, age, weight, and medical history were asked but would not be made available. At the time of the report the patient status was "alive - no injury". No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the motor stall recovered and the date/time of recovery corresponded to the date/time of interrogation but the pump had been interrogated, but the pump had been interrogated 12 days after the error message. No other contributing factors were considered for the patient's increased spasticity. The patient's symptoms were resolved by taking oral baclofen. The reservoir volume was checked and the expected volume was in the reservoir. The pump was replaced on 2018 (B)(6) and would be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2018-sep-17 indicated the revision had not yet been performed as scheduled for (B)(6) 2018 but would be scheduled for a different time (the end of this week).

Manufacturer narrative:
Fdc updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found no anomaly. If information is provided in the future, a supplemental report will be issued.